Manufacturer narrative:
Company has been notified that the hospital has experienced an adverse event while using this anodyne system. Details of this event are unknown at this time. A follow up report will be submitted when sufficient information is available. Unit has been returned for evaluation, and will be evaluated when all information of the adverse event are known.

Event description:
Company has been notified that the hospital has experienced an adverse event while using one of its anodyne systems.